Manufacturer narrative:
(B)(4): all keys were tested and responsive. The keypad is torn at the up the ok keys. It was removed to check for contamination, which was found under up/down/contrast/ok key contacts.unrelated to this complaint, the display was noted to be dim and fading. When replaced with test display, the test screen is fully functional. Testing was completed with test display.

Event description:
It was reported that the keypad button had to be pressed multiple times in order to activate the desired pump functions. The reporter also stated that after the keypad issue occurred, it was noted there was a tear in the keypad. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.